Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 700 mg/dl. The customer stated that the insulin pump was not working, and she felt as though she was having a heart attack. The customer also stated that she had her gall bladder removed during her hospitalization. Nothing further was reported.